Manufacturer narrative:
Occupation is lay user/patient. (B)(6). Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result with coaguchek inrage meter serial number (B)(4), when compared with a laboratory result using an unknown method. The customer¿s meter result was 5.3 inr and the laboratory result was 4.07 inr. The customer¿s therapeutic range is 3 - 4.5 inr. There was no allegation that an adverse event occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is greater than 4.5. Values greater than 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The complained test strips lot 34521313 were not in scope of the roche initiated recall. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.